Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen and started whining and died now. The customer's blood glucose was 117 mg/dl. The customer reported that the insulin pump received multiple pump error alarm and insulin pump passed the self test. The low reservoir alarm did not occurred during prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no unexpected restart error alarm, cpu test error alarm, watchdog timeout alarm, blank display and audio/beep anomaly noted. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.